Manufacturer narrative:
Investigation determined the root cause to be adhesive wear between stainless steel components that occurs when the slingbar is frequently swinging back and forth while bearing a load. The adhesive wear over time reduces the material thickness of the slingbar upper nut leading to the failure. Intended use of the product will not cause this rubbing and subsequent adhesive wear. The instruction guide for universal slingbar (7en160185) states: for safe and trouble-free operation, a few routine procedures should be performed every day, before the slingbar is in use: check the screw and locking nut that attaches the slingbar. A search of the hill-rom preventative maintenance records did not show hill-rom performed any preventive maintenance on this lift. It is unknown if the facility performs preventive maintenance on their lifts. The technician provided the part numbers to the account for the slingbar assembly, bolt and nut required to repair the lift. The account elected to repair the lift themselves. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating while transporting a hospice patient from the bed to the wheelchair, the slingbar upper nut wore through and the patient fell. The patient received x-rays and a CT scan confirming she had a pelvic and right hip fracture. The patient's family chose not to have any treatment done for the fractures and the patient was transferred back to the account. The lift was located at the account at the time of the incident. This report was filed in our complaint handling system as complaint #(B)(4).